Event description:
It was reported that the 9800 system had stator not on error message at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane and power motor relay board were replaced during the service call. The system was tested and found to be working as intended, and put back into service.